Manufacturer narrative:
H2: continuation of d11 serial number was updated for part number 9731203 to: (B)(6). D10/h3/h6 the device was returned and analysis confirmed the reported issue. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Em interface shows a fault on coil 8. 10,180,4307 are associated with device return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the emitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The axiem emitter was returned to the manufacturer for analysis. The axiem unit was connected to a test system with the ent application for a multi-hour burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. Connected / disconnected the tools from each port multiple times and system remained functional. No fault found. Codes associated with the hardware analysis: fdr 213, fdc 67, fdm 10 codes associated with the system checkout: fdr 120, fdc 4307, fdm 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, prior to a functional endoscopic sinus surgery (fess), the navigation system could not recognize the emitter. It was reported that when the electromagnetic navigation interface box was connected to the navigation system, the system displayed no issues. However, once the emitter was connected to the interface box, the navigation system then displays that the emitter and interface box are disconnected. Rebooting the navigation system, unplugging and restarting did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. (B)(6) 2020 additional information was received stating that the issue only occurs after the emitter is connected, the emitter itself is the most likely culprit. The manufacturer representative confirmed that the same behavior occurred with both emitter ports on the axiem box. (B)(6) 2020 additional information was received stating that when the manufacturer representative was on site checked out the system the confirmed that the surgeon monitor had physical damage and the arm will not hold position even when screw is completely tightened to increase tension. For software issues, the rep recommend re-installing software or replacing computer, however, without the purchase order the rep is holding off on moving forward. Em interface revealed tca would never connect and remain connecting entire time, ctr would connect. The rep believes that this is what was causing the system to go unresponsive within the clinical application.